Event description:
During the preventative maintenance of the da vinci si surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), there was physical damaged observed on the patient side manipulator (psm) 1 axis 5 cable pulley. No patient involvement or impact occurred. The system was repaired by replacing the affected psm arm 1.

Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. The psm failed the friction axis 2 test as will. Failure analysis found the link-5 upper pulley had physical damage which caused the axis-5 cables to rub on the cover. The pulley assembly and axis-5 cables were replaced as a correction. The link 6 upper and bearings were replaced. The a2 brake and a2 harmonic drive were replaced as a correction. The arm was upgraded to 380900-02 with the newest brakes, brake gears, brake bearings and brake shaft. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to thisreported event. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.